Event description:
It was reported that 20 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 100% ostial stenosed, 10mm long portion of the proximal left anterior descending artery (prox lad) with thrombus present. The physician performed pre-dilatation with angioplasty balloon. The physician treated the lesion with successful placement of a taxus liberte' 8.8% 3.50x12mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. Heparin was administered during the procedure. There were no reported complications. The patient was discharged on the same day on aspirin and plavix. 20 days after the initial procedure the patient presented with chest pain and required a tvr for a 95% stenosed 2nd diagonal branch (2nd diag). The physician treated the lesion with plain old balloon angiop;asty (poba) and successful placement of another taxus liberte stent in the target lesion. In the opinion of the physicina the relationship of the tvr to the taxus liberte' stent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.